Event description:
"White tip came off the diagnostic 4fr jl4 catheter as the dr was removing the catheter through the 4fr sheath." Sheath removed. Cordis rep called immediately. All multipack diagnostic catheters with the same lot# were removed and given to rep. Staff cut 1st sheath apart at end of procedure and found tip in the tip of the sheath. No harm to pt.